Event description:
The user facility reported to baxter that the device failed the air in line alarm as expected during incoming bio-medical inspection testing. There was no patient involvement.

Manufacturer narrative:
Baxter's evaluation concluded that the reported condition, device failed air in line alarm, was unable to be confirmed. The device was tested and it did sense the air in line test within specification. The device was tested per procedure and released for clinical use to the customer on 02/03/2008.